Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the superficial femoral artery (sfa) and the patient's status was normal.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. A sterling balloon catheter was advanced for dilation. However, it was noted that the balloon became lunged up and essentially dislodged itself off from the shaft of the balloon. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.